Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no action was taken to resolve the noted sensing issues of the right atrial (ra) lead.

Event description:
It was reported that the right atrial (ra) lead experienced far field r-wave (ffrw) and undersensing. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.